Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Patient's family member reported the patient was shocked several times and at the hospital the device was reset. The device remains in use. No patient complications have been reported as a result of this event.